Event description:
It was reported patient underwent a total knee arthroplasty in 1994. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1994 ; PMA/510 number / manufacture date ¿ unknown.